Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record was not possible as the lot number is unk. The root cause classification is consistent with operational context as the reported event is due to anatomical/procedural factors.

Event description:
Same as MFR report #3005188751-2011-00083. It was reported following transseptal puncture during an atrial fibrillation ablation procedure, the pt experienced ventricular tachycardia and ischemia due to thrombus dislodgement and had to be resuscitated. The pt's blood pressure dropped suddenly following the transseptal puncture. The pt experienced several episodes of ventricular tachycardia which required resuscitation. According to the physician, the cause for the event was an ischemic accident that occurred from thrombus dislodgement in the left atrium which traveled to and lodged in the coronary artery. Add'l info was requested and is not available.